Manufacturer narrative:
It was reported to abbott, a patient¿s ipg issued the ¿replace generator soon¿.¿ message. The message persisted despite a pc app update. An ipg replacement procedure was initiated but had to be rescheduled due to low oxygen saturation in pre-op. Surgery was re-scheduled, but that procedure was also cancelled due to the patient having a stomach infection. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported replacement of the ipg took place with no complications on (B)(6) 2024. On (B)(6) 2024 it was reported effective therapy was restored.